Event description:
After implantation of the smart control stent, the physician noticed the stent seemed shorter than expected. Therefore, an additional unknown stent was implanted. The target lesion was located in the superficial femoral artery. The lesion was described as 90% stenosed with moderate calcification. The reference vessel was tortuous. The procedure was completed without patient injury. The product will not be returned; however, the procedural cd will be sent. There was no damage noted with the stent or the packaging prior to use. The device was stored per the instructions for use. No additional information was available.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices were unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The evaluation codes have been included.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and no anomalies were noted during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15000542. The stent size and lots provided as well as the quantity of stent units provided and released were reviewed and no anomalies were found. Crimped stent 7 x 60mm for lot 14156510 was reviewed. It was observed during review of these lots that no non-conformances were generated and no incidents were noted that could be potentially related to the complaint reported. (B)(4). The receiving inspection records for the expanded stent 7 x 60mm lots 200906160170 and 200906160166 were reviewed, and these lots were deemed acceptable. The before and after lots 15000544 and 15000545 were reviewed and no non-conformance records or excursions were found for these lots.

Manufacturer narrative:
This complaint involves a patient undergoing endovascular treatment of a right superficial femoral artery long segment occlusion. Following recanalization, a smart control stent was placed. The treating physician noted that the stent deployed to a length shorter than the expected length. This required placement of another stent. Observations: a single cd-rom containing multiple cine images is submitted for review. Initial images show percutaneous retrograde access in the right popliteal artery. An attempt is made at subintimal recanalization from this approach. Subsequent images show antegrade access of the right common femoral artery via an over-the-horn approach from the left common femoral artery. Through a complex series of techniques, wire traversal of the sfa segment is achieved. The segment is predilated with first what appears to be a small diameter balloon (2.5 or 3mm) and then subsequently with a larger diameter balloon. Following this, a smart control stent is deployed in the mid to distal sfa. Within the mid portion of the stent, there is a segment of apparent longitudinal compression. This segment has abnormal interstices and a relative saw tooth appearance along the margin of the stent. The proximal and distal portions of the stent are normal in appearance. Although the length and size of the stent are not provided, the clinical report states that the deployed length was shorter than the expected length. Interestingly, a second smart stent is deployed and a similar appearance is seen with a segment of longitudinal compression in the mid segment of the stent. A different stent (type not specified) is then deployed at the origin of the sfa and also has a segment of longitudinal compression. A final fourth stent is deployed in the mid sfa and is normal in appearance. Final angiogram shows an excellent angiographic result with restoration of a near normal flow lumen and excellent flow. Conclusion: this complaint involves two smart control stents that were used during treatment of sfa long segment occlusion. Both stents displayed segments of compression or "accordion" which resulted in shorter than expected deployment lengths. There is no mention of the appearance of the product prior to use or how the product was prepped prior to delivery. Also, there is no mention of specific problems during deployment. I will assume that all were within normal limits. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. In my opinion, technical factors and deployment technique contributed to the reported event. This does not appear to be a case of device failure. The patient experienced no immediate complication and the treating physician achieved an excellent result. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15000542 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Event description:
The customer stated a cell-dyn 3200 analyzer misread the sample ID for one patient sample as 255 instead of 195. The customer reprinted the sid label and the cell-dyn 3200 again misread the label as 255. A cell-dyn sapphire in the same laboratory correctly read the label as 195. The barcode reader was replaced to resolve the issue. There was no adverse impact to patient management reported.